Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Unit was functioning properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had failed battery alarm. The blood glucose was 150 mg/dl at the time of then incident. The batteries were not in use before and fully charged. After inserting the fully charged battery, the failed battery alarm occured again. The device will be returned for analysis.